Event description:
I used poligrip from 1998 to 2009, during that time I had numbness and tingling in my legs and feet, I have been diagnosed with neuropathy. Dose: denture cream. Frequency: once daily. Route: oral. Diagnosis: denture adhesive cream. Event abated after use stopped: no.